Event description:
As reported: during tavr case closure md's experienced significant resistance passing the manta device through the seal on the manta sheath. Took both md's to assemble the manta device, primary md held the bypass tube in the sheath seal, while 2nd md pushed the plug shaft into the sheath until the device locked together. Manta deployed without issue and patient was fine with patent flow in the cfa post closure. Manta closed the access site correctly, just very difficult to pass bypass tube into the sheath seal.

Manufacturer narrative:
An investigation has been opened and a follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
A manta 18f sheath hub, introducer and bypass tube were received by vascular solutions on 28-dec-2021. No manta handle closure unit was returned. The device components were decontaminated then visually inspected. During inspection the engineer noted the sheath hub and button valve did not exhibit any damage the DHR was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was planned for closure. The physician encountered significant resistance advancing the bypass tube through the hemostatic valve of the manta sheath. The bypass tube appeared to back itself out. The proctor attending recommended removing the device and opening a second 18f manta. The physician refused and continued to use the first device. The physician held the bypass tube in the sheath hub while a second physician pushed the manta closure into the sheath hub until the device and sheath hub were able to lock. The manta deployed without issue, closed the access site correctly, and the patient was fine with patent flow in the common femoral artery post closure. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.